Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
Boston scientific received information that this right ventricular (rv) lead and another manufacturer's device exhibited undersensing of a ventricular tachycardia (vt) episode that accelerated to ventricular fibrillation (vf) resulting in a greater than 60 delay in therapy. The patient experienced asystole and pacing was not delivered as expected. The patient converted on their own. An invasive procedure was performed. The lead and device were explanted and replaced with another manufacturer's device and lead. No additional adverse patient effects were reported.